Event description:
No additional info.

Manufacturer narrative:
It was reported that there was cloudiness and the tubing was kinked below the filter. Three sets model 20350e, lot 23019262 were returned for investigation. The sets were examined for defects and abnormalities. There was a kink in the tubing for two samples near the filter outlet port and one near the filter inlet port. No other defects or abnormalities were observed. Cloudiness was observed in the tubing however the cloudiness may have been caused by the medication being used. The customer complaint was verified and a quality notification was sent to the manufacturer. From manufacturer's investigation, the potential root cause of kinked tubing could be related to an incorrect coiling of the product and excess of solvent by the assembler. ¿ a quality alert was generated on september 05th, 2024 to communicate personnel who manufacture model 20350e and reinforce the correct assembly process to avoid excess solvent and incorrect coiling. A device history record review for model 20350e lot number 23019262 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite low sorbing extension set had foreign matter the following information was received by the initial reporter with the following verbatim: it was reported by customer that they found a cloudiness and kink below filter.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed